Event description:
Information was received that while smiths medical endotracheal tube was in use, the cuff was noted to be leaking. A tube change out was required as a result. There was no adverse effects to the patient.

Manufacturer narrative:
Evaluation results: one blue line classic tracheostomy tube was returned for investigation. The returned sample was received in used condition without its original package. The sample was visually inspected, at 12" to 16" and normal conditions of illumination. Observation revealed that he ring was broken off the inner cannula. A syringe was used to inflate the cuff of the sample and then submerged in water to check for leaks. A leak was detected between the pilot balloon and valve. The most probable root cause are: the solvent was missing between the pilot balloon and valve. There was some inconsistency in the application of thf in the nils. There was a lack of detection by the production personnel on the leak test area. The following actions were taken as a result: manufacturing personnel were re-trained regarding inspection.